Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and the customer was unable to check the alarm history. The blood glucose reading was 199 mg/dl. The customer stated that the insulin pump was no longer responsive after a battery replacement. A different battery was used and the device still did not respond. The customer stated that the insulin pump was completely dead and none of the keys responded. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No reset error alarm was noted. The insulin pump passed the reset error test. The insulin pump was received with a cracked display window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump was monitored and no blank display was noted.